Manufacturer narrative:
Radiometer investigation of the provided data logs could not clearly identify a root cause related to the software and/or hardware of the analyzer. Hence the root cause is unknown.

Manufacturer narrative:
Radiometer investigation of the provided data logs could not clearly identified a root cause related to the software of the analyzer. The investigation related to the hardware of the analyzer is ongoing.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025 the abl90 flex plus analyzer (serial number: (B)(6) crashed when the user had an urgent patient in intensive care. The analyzer aspirated the sample and displayed an initial result, but not all parameters ran, and all visible results were highlighted in red. While the machine was "rinsing," its screen turned off, although the blue light from the mixer remained on. After a few minutes, it began rebooting and running its usual background data setup. However, when it was supposed to switch the screen on again, it froze, switched off, and began rebooting once more. This cycle repeated about three times. After the user had manual rebooted the analyzer twice, the analyzer worked, and the user was able to rerun the same sample.